Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Event date: unknown. (B)(4). Exact implant date is unknown. Implant date was reported as (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A review of the device history record (DHR) review revealed no complaint related anomalies. The device history record shows this lot of 2.4mm radial head neck plates was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The complaint determined to be not confirmed based on the DHR review only. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a radial head neck plate and eight (8) unknown screws removed due to pain. The original surgery was performed in june 2015 (exact date is unknown). On (B)(6) 2015, the revision surgery was completed. The original hardware was explanted and replaced with a new radial head and associated screws. There was no surgical delay. The patient status is stable. This report is 1 of 2 for (B)(4).